Event description:
In 2009, patient had a witnessed cardiac arrest while swimming, requiring resuscitation and CPR and the use of an AED. A single chamber ICD was placed for secondary prevention. In (B)(6) 2011, patient reports that she started having discomfort with arm motions and pain surrounding the device. Patient reports having painful ICD shock with her left arm being outstretched, requiring hospitalization. Evaluation at that time revealed a lead insulation break. Patient was seen for evaluation to receive new lead placement. Patient refused new lead and requested extraction of entire device. After several visits and discussions with md's, the patient continued to request removal of device due to pain, inappropriate firing, and work duty restriction due to placement of ICD. At cardiac device clinic visit on (B)(6) 2012, it was noted that the ICD had been programmed for all tachy detection "off", since (B)(6) 2011. Brady settings remained at vvi 40. Also noted was significant noise on rv lead resulting in oversensing and low impedance consistent with lead insulation break.